Event description:
The unit of measurement changed without the customer's knowledge. The procedure of changing the unit of measurement was explained to the customer. He is now happy with the meter. There was no report of death, serious injury or mistreatment.